Manufacturer narrative:
Zimvie complaint: (B)(4). Initial reporter¿s title is not provided / unknown.

Event description:
Doctor indicated screw loosening. At the time of fastening, the screws were fastened at 20ncm. The patient visited our hospital with discomfort. We found loose joints between the prosthesis and the fixture, finish by removing and replacing the abutment screw. Tooth site # 27 (universal).

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number; d9: device availability; h2: if follow-up, what type; h3: device evaluated by manufacturer; h4: device manufacturer date; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. The device was returned but the reported event could not be verified. Based on the evaluation, device malfunction has not occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot and no similar event or complaint was found. Functional testing was performed using an in-house mating device. The screw was threaded into the mating device as intended. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.